Event description:
At completion of heart catheterization, vascular closure of right femoral artery was done using angioseal 6fr sts plus. Post procedure assessment revealed diminished pulses to right leg. Medical doctor was present and obtained left femoral artery access and performed contra-lateral angiography. Found complete occlusion of the deep right femoral artery. Pta, percutaneous transluminal angioplasty,/stent placement performed to re-establish flow to right leg.

Event description:
It was reported following a heart catheterization an angio-seal device was deployed to close the right femoral arteriotomy. Post procedure assessment revealed loss of flow above the right common femoral artery and diminished pulses in the right leg. Left femoral artery access was obtained, a contra-lateral angiography was performed, confirming complete occlusion of the deep right femoral artery. Examination of the angiogram revealed a dissection of the artery medial to the location of the angio-seal device. A percutaneous transluminal angioplasty was performed and an 8 x 18 stent was placed. Normal blood flow was established and the pt regained pulses to the right leg. The pt was discharged with no lasting effects and reportedly, had recuperated safety. The deploying technician stated the dissection in the medial aspect of the artery could have been caused during initial artery access.